Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip where it was reported there was leakage of normal saline on the connector after 5 minutes of infusion. There was no other physical damage noted. The set was replaced, and therapy resumed. There was patient involvement but no patient harm.

Manufacturer narrative:
Received: one (1) used. List #886-42584-05, transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip; lot #13596341. The reported complaint of leakage was confirmed on the returned set. An image was provided by the customer indicating the area of the defect. No visual anomalies were observed. When the returned set was primed and pressure leak tested, a channel leak was observed between the pvc tubing and the winged male luer. When the tubing pocket was microscopically examined insufficient solvent coverage was observed. The probable cause of the channel leak had occurred due to insufficient solvent coverage on the tubing during assembly. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Device received on 4/15/2024.